Manufacturer narrative:
The cited unit was evaluated by belmont technical service. Through our investigation it was confirmed that the unit powered up with a blank display. After internal inspection it was determined that the display was damaged due to fluid ingress through the screen. The root cause was isolated to fluid ingress. The device history was reviewed and no other issues were identified. The top display module assembly of the unit was replaced to resolve the issue. The device then passed full preventative maintenance and functional testing with no issues. We will continue to monitor these incidents closely and take further corrective and preventive action if required.

Event description:
It was reported that an ri-2 unit powered on and the led indicator flashed; however, the display remained blank. The device had been in use for an extended period during a massive transfusion, during which approximately five massive transfusion packs were administered using blood products compatible with the ri-2. After the issue occurred, a replacement belmont unit from theatre was temporarily used. The patient later died due to significant injuries; the user facility confirmed that the patient's death was not related to the ri-2 device or its temporary unavailability.

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has been returned to belmont medical technologies for evaluation. It was reported that an ri-2 unit powered on and the led indicator flashed; however, the display remained blank. The device had been in use for an extended period during a massive transfusion, during which approximately five massive transfusion packs were administered using blood products compatible with the ri-2. After the issue occurred, a replacement belmont unit from theatre was temporarily used. The patient later died due to significant injuries. The user facility confirmed that the device did not contribute to the patient's death. As per belmont's procedure, a report is being submitted. The user will lose the ability to see the screen of the ri-2 during the event. This is visibly obvious to the user while interacting with the unit. Another device or alternate methods can be used to continue infusion. The cited ri-2 was returned to belmont for investigation and is currently undergoing evaluation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete.